Event description:
It was reported that all icons were displaying and the device would not power on. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the root cause for the loss of battery charge was a cracked capacitor, designator, that causes excessive off current, depleting the charge of the hlc batteries. The customer rec'd a replacement device.